Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4; b5; d4; g3; h2; h3; h4; h6 visual examination of the provided pictures identified the screwdriver with a fractured tip. No fractured off piece(s) were identified in the photograph; therefore, it is unknown whether all pieces have been retrieved. Product was discarded at the user facility; therefore, no product was available for return; visual and dimensional evaluations could not be performed. The complaint was confirmed based on the evaluation of the provided photos. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. An investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
No additional event information to report at this time.

Event description:
It was reported that during the procedure, the tip the torque wrench broke off inside the screw that locks the proximal body to the distal stem. There was no harm or health consequences to the patient. It was reported that no further information is available.

Manufacturer narrative:
(B)(4). G2: canada the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.